Manufacturer narrative:
B5-the reporter indicated that a 12.6mm tmicl 12.6 implantable collamer lens of -11.5/3.0/091 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was removed and the backup lens of same model and size was implanted due to the lens implanted upside down. Reportedly, the problem was resolved. "Improvements in os after replacement/exchange. Slight residual astigmatism due to "high amounts of cyl pre op. Continue muro 128, prolensa, inveltys with change to flarey when out of inveltys. Cause reported as unknown. Lens did not fail to perform as intended. D6b- (B)(6) 2022. Claim# (B)(4).

Manufacturer narrative:
Explant date:unknown. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm tmicl 12.6 implantable collamer lens of -11.5/3.0/091 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. The lens was removed due to the lens implanted upside down. A replacement lens of the same model and size was implanted and the problem was resolved. "Improvements in os after replacement/exchange. Slight residual astigmatism. Continue muro 128, prolensa, inveltys with change to flarey when out of inveltys. Cause reported as unknown. Lens did not fail to perform as intended. Further clarification has been requested, but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.